Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) exhibited a screen block error code. There was no pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) advised the customer that the touchframe printed circuit board (pcb) needed to be replaced. (B)(4).

Manufacturer narrative:
The covidien customer support engineer evaluated the device and installed a 10.4 inch screen to correct the touch screen error. The cse then performed calibrations, the extended self test (est) and the short self test (sst). All tests passed. Covidien reference: (B)(4).